Event description:
It was reported patient underwent revision hip procedure in 2008 utilizing freedom ringloc constrained liner and freedom constrained modular head. Subsequently, patient's hip dislocated the following month and a second revision was performed to exchange the constrained liner and modular head the next day.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. No further information has been received.